Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was repositioned and sutured in place due to the ipg being tipped over in pocket.